Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The complaint regarding the iesu not functioning with the neutral pad was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the system encountered neutral pad recognition issues. The customer changed out the neutral pad twice and repositioned on the patient with no change. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer swapped to a covidien force triad generator and completed the procedure robotically with no patient harm. The issue was first identified at docking after port placement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) involved with this complaint and completed the failure analysis (fa). The integrated electrosurgical unit (iesu) was analyzed. The unit energized and cauterized all ports and recognized instruments. Upon visual inspection, the unit shows to have a scratch on the dark grey portion of the bezel near the power button. The unit is in otherwise good condition. The complaint was not confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.